Event description:
It was reported that on (B)(6) 2022 patient presented with an expedium 6.35 distal uniplanar screw with di set screw that slipped and dislodged from rod construct. Patient presented no pain but a revision surgery was performed to replace screw/rod construct. There was no surgical delay. Concomitant device reported: unknown rods (part#: unknown; lot#: unknown; quantity: unknown). This report is for one (1) exp 6.35 cocr rod w/hex ends 4. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product codes: nkb, osh, mni, kwp and kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.